Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up and the device was found to be displaced from the original pocket location. Brady and tachy therapies were turned off and the patient was non-dependent. The device was sutured to the muscle to prevent movement in the pocket and slipping. The patient was stable during the procedure, and continued with usual follow-ups.